Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a rate of 787 mcg/day via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intractable spasticity. It was reported that, during a pump replacement, the sutureless connector segment of the catheter was replaced due to difficulty removing it from the pump. The connector was able to be removed, but the surgeon opted to replace the segment with a new sutureless connector. There were no known factors that may have led to contributed to the issue. The issue was resolved at the time of report [2016-mar-30].

Manufacturer narrative:
Corrected information: sex, date of birth.